Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) (indication, and therapy dates nos). No relevant medical history or concomitant medications were received. The patient received two treatments of poly-l-lactic acid approximately 5 weeks ago and her second treatment approximately 1 week ago. Both times the treatment was 7 ml total (5 and 2 dilution), 1 ml into her temple, 1 ml into zygoma and the rest into her lower cheek and marionette liens. All treatment was on both sides of her face, 2.5 ml in each side. On an unknown date, the patient's face became lopsided and puffy. The patient did massage afterwards. The company representative was present when poly-l-lactic acid was injected 1 week ago. The patient was not complaining about poly-l-lactic acid itself and wants more poly-l-lactic acid treatment. Action taken with poly-l-lactic acid as well as the patient outcome was not reported. Corrective treatment, if any, was not reported. The reporter did not provide a causal assessment.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated: (B)(4). Additional information received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.